Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Event description:
It was reported that cannula was bent and hospitalization due to ketoacidosis on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Manufacturer narrative:
E1: name: (B)(6). Country: switzerland.postal code: (B)(6).imdrf cause investigation code: code b24 is not available in database to capture event history log reviewcorrection: this MDR is being submitted to correct the submitted imdrf health impact code under h6, report source under g2additional information - this MDR is being submitted to include the below:h6: imdrf medical device problem codes,imdrf health impact codes (investigation results under type of investigation, investigation findings, investigation conclusionsh8:usage of deviceh11: investigation summary.electronic quality management system (eqms) search:a query was run in the eqms on 21-may-2026 against "lot number" "6009945" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site.the review confirmed that lot 6009945 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature.similar complaints search:a query was run in the eqms on 21-may-2026 against "lot number" criteria equal "6009945" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site.the count of complaints is 8. See attachment query export results 2682232. For similar complaints.conclusion: after review, only 2314281 , 2682232 were determined relevant to the reported issue. The other six records were previously closed and are not applicable to this investigation.device history record (DHR) review:the lot 6009945 was manufactured according to the work instruction wi) version74 manufactured in the line 6, on 29-oct-2024, with a total of (B)(4) units.the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted.visual evidence review:no photographic evidence was requested or obtained. According to the complaint details, the used catheters were disposed of at home and in the hospital; therefore, no photographs were available for this case.conclusion: unable to perform visual verification; assessment based on available documentation only.retain samples testing:retain samples from the relevant lot 6009945 were previously tested in the 2189955 on 08-may-2025.wi guidance for visual testing for complaints area version 3: all 10 samples tested passed visual inspection.wi guidance for functional testing 1 air flow test for complaints area version 2: all 10 samples tested passed functional testing for the reported malfunction soft cannula bent/kinked/crimped after removal -blockage.all test results were within specification as documented in the attached database. 2189955 complaint test reportconclusion: testing did not confirm the reported issue; no nonconformance identified.return samples testing:according to the information provided by the customer in the attachment convatec new cases 27.04.2026. No samples are available for return.conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation:based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).complaint unconfirmed:following investigation the reported failure could not be confirmed for this complaint.conclusion summary of complaint investigationa comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009945 and related malfunction codes.two complaints relevant to this lot were identified; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photographic evidence or samples were available, as indicated in the complaint description. Therefore, the investigation was conducted using lot documentation and retention samples, and no issues related to the reported failure were identified.based on the investigation results, the complaint was not confirmed, and no manufacturing or quality-related concerns were identified. The record will be closed and will continue to be monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: (B)(4).